Event description:
The laboratory detected questionable patient results of phosphorus levels on the beckman coulter, inc. Lx 20, which could have led to possible misdiagnosis and inappropriate treatment. Upon investigation it was discovered that patients were receiving high level doses of ambisome. This is a known problem which has been reported to beckman coulter, and which does not appear on their known interference list. The presence of ambisome necessitated a change in procedure requiring completion of an ultra-filtration procedure before the assay could be properly performed.